Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output readings were out of spec. When set to 30 joules, the defib output was 18.7 joules. The device also displayed a "test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.